Event description:
The customer reported that an advia labcell sample manager dropped a clinically urgent patient sample tube, which could not be recovered. It is unknown what method(s) were ordered for testing on the sample. The patient needed to be redrawn and the new sample was tested. There are no known reports of patient intervention or adverse health consequences due to the dropped sample tube.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse verified the automation robot alignments were correct. The cse verified that the system was operational by performing runs on several test points. It was determined that there was a malfunction of an instrument the sample tube was being transferred to, which caused the sample tube to be dropped. There was no malfunction of the advia labcell. This device is performing according to specifications. No further evaluation of this device is required.